Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open tendon extension procedure, while the device was being used for closing using a running suturing technique, the thread of the sutures broke. They opened a new device to resolve the issue in order to complete the case. There was no patient injury.